Event description:
It was reported that a patient had an infection and was put on cipro for it. It was noted that the patient finished her course of cipro the day prior to the report, and the patient had not been tested to see if the infection had cleared. It was reported that the patient had a loss of therapeutic effect and starting ¿a week or so¿ prior to the report the patient had leaking at night it was noted that the night prior to the report the patient had to change her underwear twice. The patient was unsure if her symptoms were from the infection or due to the device therapy. It was noted that the patient had no change in stimulation sensation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, (B)(4); product type programmer, patient product ID 3 093-28 lot# va07jwx, implanted: 2013 (B)(6); product type lead. (B)(4).